Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is submitting the report on behalf of (B)(4).

Event description:
Event reported in USA by the customer: "prongs of the plug broke off in wall. Post infusion no patient involvement. Need replacements asap 2 out of 4 pumps are out of service".